Event description:
Per the audiologist, the patient's cochlear implant was extruding through the skin in 2007. During the treatment on thirteen days later, the device was inadvertently explanted. The patient was reimplanted with a new device the following month.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.